Manufacturer narrative:
Continuation of d10: product ID 37754 lot# serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37754, serial/lot #: (B)(6), ubd: 08-jun-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of patients rechargers has been plugged in since monday and is still not fully charged. The caller reported to seeing no physical damage to the desktop charger (dtc) and conformed that the green light was on. Caller also stated that when they were charging the patient today that it took almost 2 1/2 hours to charge the patients ins. They do see all 8 coupling boxes while the patient is charging but the patient has a movement disorder and when they move the boxes will go down, but caller will reposition and is able to fill all of the coupling boxes again. The caller reported that the patient has 3 rechargers and is still able to charge the patients implants. When they try to charge with one of the rechargers it will show a "charge the recharger screen". Caller will call back on friday when they are with the patient and external equipment to provide serial numbers and go through troubleshooting steps. Additional information received from the consumer reported one o their rechargers had been plugged in for a week and wasn¿t progressing in charge and the other recharger wouldn¿t power on at all. The consumer tried two different desktop chargers with different outlets to the recharger, with no success. It was then discovered one of the desktop chargers was frayed and being held t ogether by electrical tape. The consumer did not want a wireless recharger.